Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal for about 2 hours on (B)(6) 2014.patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.